Manufacturer narrative:
. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon had to complete an emergency anterior vitrectomy after the preloaded intraocular lens (iol) was placed. The lens was removed and replaced with a new lens in the same procedure. From additional information it was unknown why emergency vitrectomy was performed. No other information is available.